Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, the torque limiting handle with quick coupling was found to be out of drawing specification. The drawing specification is 2-2.5. The torque tested high ¿ 3.97. There was no patient and surgical involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: service & repair evaluation: during testing at service and repair, it was found out that the torque limiting ratchet handle failed high. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is device failed high. The evaluation was confirmed. Customer quality investigation: visual inspection: visual inspection performed at customer quality (cq) observed no external damage. Functional testing: functional evaluation was performed by the technician and stated that the device fell above the high end of the allowable torque range on 12 lobe tests, per inspection sheet. Document/specification review: the relevant drawing(s) was reviewed; conclusion: the complaint condition is confirmed as the 2 nm torque limiting handle with quick coupling failed high in calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a direct match for part #03.614.035, lot #6556511 with suffix 33 was not found in docusphere. However, lot #6556511 without the suffix was found. Part number: 03.614.035, synthes lot number: 6556511, supplier lot number: n/a, release to warehouse date: 30mar2011, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.